Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred.